Event description:
The customer reported that insulin was leaking from the reservoir. The customer also was concerned about the air bubbles in the reservoir, which may have contributed to her glucose level to elevate. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.